Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, the lot number was not provided, and the user did not describe any types of use errors or other issues that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted

Event description:
This is a report by a physician from (B)(6) of peritonitis in a patient (age not reported) coincident with extraneal and physioneal therapies (unspecified). On an unreported date in 2010, the patient began treatment with extraneal and physioneal 40 (B)(4) glucose (doses and frequencies not reported, lot numbers unknown) intraperitoneally (ip) for renal failure via continuous ambulatory peritoneal dialysis (capd). As reported, on (B)(6) 2012, extraneal was temporarily withdrawn while physioneal therapy continued unchanged. Per the physician, on (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized for the peritonitis (date not reported). The cause of the peritonitis was not reported. No diagnostic or laboratory information was provided. Per the physician, on (B)(6) 2012, the patient began remedial treatment with an unspecified antibiotic. Remedial treatment was reported to be ongoing. It was not reported if the patient remained hospitalized. At the time of this report, the patient had not recovered from the peritonitis event. Concomitant medications were unknown. No further information was provided.